Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case was chipped and cracked. Event history log review was performed and found evidence of reported problem. Visual inspection and start-up process were performed. The customer's reported problem was confirmed. According to the investigation, the plunger cable looked to be frayed by the main board for the force sensor bgnd test issue which impact on the case damage. The investigation confirmed that the reported problem was caused by the frayed plunger cable, which was over 8 years old and customer induced on case damage. Service's replaced plunger cable for the force sensor bgnd error, force sensor as a preventative measure and replaced damaged top case. The problem source of the reported problem is normal wear.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited force sensor error and supply bgnd alarm and had top case damage. It was reported that there as no patient involvement.